Manufacturer narrative:
The insulin pump failed the displacement test and alarmed motor error alarm during rewind due to motor encoder signal out of phase. Unable to verify e70 alarm in the alarm history due to history file over written. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that he had a motor error alarm. Customer stated that he went to have a MRI and realized that he had the pump on. Customer stated that they turned the MRI on a couple of times. Customer had a motor position encoder error alarm and a motor error alarm. Customer mentioned that he had a crack on the battery cap area. Customer's blood glucose was 330 mg/dl. Customer stated that he had overtightened the battery cap. Customer cannot treat for his high blood glucose since he has no back-up plan and the pump is not working. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.